Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the infection has resolved.

Event description:
Additional information received indicates the patient was discharged from the hospital and taking antibiotics.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg site. The infection is being treated while the patient is in the hospital. Surgical intervention may take place at a later date.